Event description:
The customer reported "small pt side helium leak". Field service verified the customers complaint. The pump assembly was exchanged. There was no further info.

Manufacturer narrative:
.